Event description:
It was reported that the customer experienced a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the caller was guided through the reset process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.